Event description:
Report received of a pump sent to central supply from clinical service with an unsigned note that stated "unit is not pumping secondary line accurately". There was no tracking information (patient, nurse, location) available. There was no incident report associated with this device. Though requested, there was no further information available.